Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise on the right ventricular and shock channels which resulted in inappropriate shocks and inhibition of pacing. The patient had a good underlying rhythm and thus did not have any adverse effects.